Manufacturer narrative:
Investigation results were made available. Event description: it was reported that patient underwent revision surgery after 21 years. The reason was abrasion, which caused pain while movement. Review of received data: due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. Letter from the surgeon dated (B)(6) 2021: the current case concerns a total hip endoprosthesis on the right side implanted on (B)(6) 2000 (the surgical report is no longer available). There is also a prosthesis on the left side which had been implanted on (B)(6) 2000 that works perfectly until now. As a result of the implantation of the right hip endoprosthesis, heterotopic ossifications had been developed, which were resected in 2001 (there is no report available). Afterwards there were no problems in the further course until the end of 2020. In (B)(6) 2020 suddenly severe movement- and load-related pain occurred in the right hip. Subsequent examinations showed a fracture of the trochanter major, which had developed due to osteolysis and a wear reaction tumor respectively. After the revision surgery performed on (B)(6) 2021 with debridement of the wear reaction tumor, change of the pairing and osteosynthesis of the trochanter major the pain reduced significantly. The histology showed a massive macrophage infiltrate, but on polyethylene particles. No metal particles could be detected by means of light microscopy. This also matches with the results of the preoperatively taken blood sample, that revealed cobalt and chromium levels within the normal range. Lab report: date of receipt (B)(6) 2021, date of sample taking (B)(6) 2021 results: cobalt 25 nmol/l (reference < 66.0 nmol/l). Chromium 27 nmol/l (reference < 75.0 nmol/l). Surgical report of revision, on (B)(6) 2021: diagnosis: spontaneous dislocated fracture of the trochanter major right with bone substance defect of the trochanter major due to osteolysis with wear-induced reaction after implantation of a total hip endoprosthesis (transgluteal with metal on metal pairing) on (B)(6) 2000 with symptomatic coxarthrosis - status after excision of heterotopic ossifications in 2001 indication: see diagnosis. With correctly aligned and firmly seated components, only the pairing need to be changed and the trochanter major and abductors reattached after debridement. Technical procedure: inconspicuous subcutaneous tissue; tensor fasciae latae respectively gluteal fascia are thickened. The trochanteric bursa is severely scarred with hard, partially 4 cm large nodes. The trochanteric bursa respectively the wear tumor, is peeled away from the layers below. The tumor contains a moderate amount of clear fluid. The interior of the tumor is demarcated by metalosis-saturated tissue. Necrotic material is found in the joint. Samples for microbiological and histopathological examination are taken from different locations. The trochanter major fragment appears large, running from posterior to distal of the process innominatum, and is overall approximately 10 cm long. Capsulectomy is performed from lateral to anterior, respectively also to posterior. The shoulder of the stem is free of bone because of the dislocated trochanter major, the stem is firmly fixed. The cup is exposed, to do this, ossifications need to be removed using the chisel. The cup is correctly aligned and firmly seated. The liner is removed with a small chisel. In the interface there is only little crumbly, homogeneous material. A new durasul alpha insert ll/36 is inserted. The stem is exposed and the head removed without problems. This results in several small, damaged areas in the distal anterior region of the taper. Otherwise, the taper is inconspicuous and a biolox option head 36/l is placed. After several preparation steps a stable fixation of the trochanter major in anatomical position can be achieved by transosseous fixation of the trochanter fragment. Histological report, input (B)(6) 2021, output (B)(6) 2021: material: trochanteric bursa right hip. Diagnosis: encapsulated necrotic tumor (right hip) with massive papillary hyperplastic synovialitis with acute fibrinous inflammation and necrosis including bone sequestrum as well as intramural siderophage proliferation, resorptive macrophage proliferation around connective tissue necrosis, siderophage proliferation, phagocytosis of macro-particular and supra-macro-particular, birefringent wear (corresponding to polyethylene); no granulocytic inflammation. In addition to the report five histological images of unknown magnification were received where birefringent wear could be identified. Note: the author of the investigation is not familiar with histological examinations. X-rays and MRI images: various x-rays including pelvic overviews as well as second views of the right and left hip were received. 12 x-rays are just numbered but do not indicate a taken date. Only the pelvic overviews are described as the second view images cannot be directly compared due to the slightly differing projections. Further, the MRI images are undated as well. (B)(6) 2000 - pelvic overview, second view right and left hip: on both sides total hip endoprosthesis (fitek cup, metasul pairing, alloclassic stem) are implanted. (B)(6) 2001 - pelvic overview: compared to the previous pelvic overview heterotopic ossifications can be observed on both sides. The position of the implants seems to be unchanged. There is a small bone resorption zone in the proximal part of the right stem in the gruen zone 7. (B)(6) 2001 - second view left hip: no assessment. (B)(6) 2001 - pelvic overview, second view right and left hip: compared to the previous pelvic overview the heterotopic ossifications are no longer recognizable on both sides. The second view of the right hip cannot be directly compared to the previous one, it shows stables of a suture. This could indicate that the removal of the ossifications as mentioned in the surgeon¿s letter was performed shortly before. Second view left hip, no assessment (B)(6) 2001 - pelvic overview, second view right and left hip: compared to the previous pelvic overview the situation seems to be unchanged. In the second view of the right hip a small bone resorption zone is visible in gruen zone 8. Second view left hip, no assessment (B)(6) 2002 - pelvic overview, second view right and left hip: the pelvic overview is not exactly comparable to the previous one due to a slightly different projection. The position of the implants seems to be unchanged. Compared to the previous study date the small bone resorption zone in the proximal part of the stem appears to be a little larger. Second view left hip, no assessment unknown date - pelvic overview: compared to the previous pelvic overviews the situation seems to be unchanged. Unknown date - pelvic overview: compared to the previous study dates the bony structure appears inhomogeneous in the area of the trochanter major. Unknown date - pelvic overview: compared to the previous pelvic overview the bony structures appear to be somehow dissolved in the area of the trochanter major and it seems that a piece of bone is dislocated to proximal. Unknown date - MRI images in transversal and frontal view: indication of fluid-filled conglomerations on the lateral side of the right hip. Unknown date - pelvic overview second view left hip: situation after revision. Product evaluation: visual examination: the polyethylene liner of the metasul alpha insert is slightly yellowish discolored on one half of the anchoring side and around the pole pin. This half of the liner represents the loaded area as there is a clear round imprint resulting from the anchoring area of one of the shell¿s fins. In the loaded area some backside changes can be noticed while in the unloaded area the machining marks are still visible. Further, some damage, including a chisel cut and scratches, deriving from the removal of the insert are recognizable on the insert¿s anchoring side. On the articulation side of the insert the liner¿s rim is heavily damaged by cuts, scratches and indentations especially on one half. Closer inspection with a low power microscope revealed a small abraded zone, measuring approximately 5 mm in diameter and also extending along the rim¿s outer edge, located in the area where the chisel cut to remove the insert was made. Near this zone, a zone of approximately 8 x 3 mm where material is missing can be seen. The latter seems to be a mixture of delamination and damage. Along the rim¿s outer edge between these two zones subsurface cracks can be recognized. There is no obvious change of the position (subsidence / tilting) of the metasul inlay in the liner. Numerous scratches are visible on the articulation surface of the inlay. Additional inspection with a low power microscope revealed a possible borderline between the loaded and unloaded area on the spherical calotte close to the bevel of the inlay. The area where the possible borderline was found matches the loaded area on the anchoring side of the insert as described before. On the articulation surface of the inlay some arrow-shaped formations consisting of pits could be detected close to the center. The articulation surface of the metasul head exhibits coarse scratches and two grayish stripes . The latter are located along and below the equator respectively. Further, there are tiny, matt-appearing zones. Under certain lighting conditions an almost complete borderline between the loaded and the unloaded area is observable. The articulation surface was inspected under the microscope at 200-times magnification with differential interference contrast (dic). The borderline between the loaded and unloaded area is well recognizable. The loaded area shows zones with different density of scratches. The tiny, matt-appearing zones seem to have a higher scratch density than the surrounding surface. Single pits could be seen in the area around the pole. In the loaded area the carbides, which protruded slightly in the original surface state, are levelled while they are still visible in the unloaded area. The head taper shows surface changes due to corrosion and fretting corrosion on parts of the contact area with the stem taper. Wear measurements: the wear measurement was carried out on a 3d measuring machine type cmm5, sip geneva. The total linear wear value is 21.9 ¿m for the head and 8.9 ¿m for the insert which results in a wear rate of 1.0 ¿m / year for the head and 0.4 ¿m / year for the insert. The wear map of the insert showed that the wear zone is located close to the bevel. This matches the finding of the visual examination. For a metasul-pairing with diameter 28 or 32 mm retrieved within the first year an average wear of 27.8 ¿m / year per pairing was found. Retrievals explanted after two and more years in-vivo had an average wear rate of 6.2 ¿m / year per pairing. Review of product documentation: device purpose: this device is intended for treatment. Product compatibility: the product combination was approved by zimmer biomet. DHR review: review of the device history records identified no deviations or anomalies during manufacturing. Ncr(s): 1 part was scrapped as 52 pieces were planned but 53 were producted (no ncr). Conclusion: the patient received total hip endoprostheses consisting of a fitek cup, a 28 mm metasul pairing and a alloclassic stem on the left side on (B)(6) 2000 and on the right side on (B)(6) 2000. As a result of the implantation heterotopic ossifications had developed, which were resected in 2001. Based on the available x-ray follow-up it seems that this surgery was performed possibly around late september beginning of (B)(6) 2001. After an uneventful period, sudden severe movement- and load-related pain occurred in the right hip in (B)(6) 2020. On (B)(6) 2021 the revision surgery was conducted due to a spontaneous dislocated fracture of the right trochanter major with bone substance defect of the trochanter major due to osteolysis with wear-induced reaction. The preoperatively taken blood sample revealed cobalt and chromium levels within the normal range. Unfortunately, only the x-rays provided for the first two years after implantation are dated. Provided that, the x-rays named with numbers 1- 12 are numbered in ascending order of the taken date, at one point in time the bony structure in the area of the trochanter major starts to appear inhomogeneous. In the further course the bone in this area appears to be somehow dissolved and a piece of bone is dislocated to proximal. During revision surgery the trochanteric bursa respectively the wear tumor, was peeled away from the layers below. The tumor contained a moderate amount of clear fluid and its interior is demarcated by metalosis-saturated tissue. The histological examination of the removed trochanteric bursa revealed an encapsulated necrotic tumor with amongst other things phagocytosis of macro-particular and supra-macro-particular, birefringent wear corresponding to polyethylene. However, signs of metalosis were not observed. The articulation surfaces of the retrievals at hand do not show indications for rim loading, subluxation, impingement or other phenomena that in general could led to increased wear. This, even if a part of the borderline of the loaded zone of the metasul inlay was found on the spherical calotte close to the bevel of the inlay. In addition, the annual wear rate determined for the metasul pairing is compared to low. On the taper of the metasul head surface changes due to corrosion and fretting corrosion on parts of the contact area with the stem taper are present. The reason for the surface changes remains unknown. On the anchoring side of the polyethylene liner of the metasul insert slight yellowish discoloration and backside changes can be seen in the loaded area. On the articulation side the liner¿s rim is heavily damaged by cuts, scratches and indentations especially on one half. Further, a small abraded zone, measuring approximately 5 mm in diameter extending along the rim¿s outer edge is visible. The latter could have derived from contact with bone (ossifications/dislocated trochanter major fragment). Due to this abrasion, wear particles could have been generated that could have got stored in the tissue. The zones of subsurface cracks along the rim¿s outer edge are the result of material oxidation. Based on the investigation the reported event cannot be confirmed. The investigation did not identify a nonconformance or a complaint out of box (coob). Based on the retrieval analysis the reason for the fracture of the trochanter major as well as the osteolysis respectively wear reaction tumor leading to this remains unknown. It also remains unknown in how far the surface changes found on the head taper and the polyethylene wear particles generated due to contact between the liner of the metasul inlay and the bone could have contributed in any way to the osteolysis respectively wear reaction tumor. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4). The following reports are associated with this event: 0009613350-2021-00348-1.

Event description:
Investigation has been completed.

Manufacturer narrative:
Medical product: metasul sliding pair hip impl win gen; item# : unknown; lot# : unknown. Alloclassic stem hip impl win gen; item# : unknown; lot# : unknown. Therapy date: (B)(6) 2021. The manufacturer received x-rays and other source documents for review. The manufacturer received the device for investigation. The device history records could not be reviewed at this point of time as the investigation is ongoing. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the right side and subsequently developed ossifications which was resected in 2001. On (B)(6) 2020 a sudden strong movement and exercise-dependent pain occurred in the right hip. Subsequent examinations revealed fracture of greater trochanter which was caused due to osteolysis or abrasion particle reaction tumor. Hence patient underwent a revision surgery, during which dislocation along with the tumor filled with moderate fluid were reported. The patient also underwent blood tests, cobalt and chromium levels were normal.